Event description:
It was reported that the left ventricular (lv) lead had exit block with increasing output. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 7298 implantable cardioverter defibrillator, implanted: (B)(6) 2005; 507652 implantable pacing lead, implanted: (B)(6) 2005; 693165 implantable tachy lead, implanted: (B)(6) 2005. (B)(4).